Event description:
It was reported that the patient presented to the emergency room with rapid heart rate and consult found there was atrial flutter. It was noted there was also out of range r-wave measurements and lower impedance measurements than when the device was first implanted. An echocardiogram determined the patient had a pericardial effusion. Moreover, this rv lead exhibited high pacing threshold measurements. Subsequently, this lead was explanted and replaced successfully with a passive lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Perforation or pericardial effusion or cardiac tamponade, are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that the patient presented to the emergency room with rapid heart rate and consult found there was atrial flutter. It was noted there was also out of range r-wave measurements and lower impedance measurements than when the device was first implanted. An echocardiogram determined the patient had a pericardial effusion. Moreover, this rv lead exhibited high pacing threshold measurements. Subsequently, this lead was explanted and replaced successfully with a passive lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented to the emergency room with rapid heart rate and consult found there was atrial flutter. It was noted there was also out of range r-wave measurements and lower impedance measurements than when the device was first implanted. An echocardiogram determined the patient had a pericardial effusion. Moreover, this rv lead exhibited high pacing threshold measurements. Subsequently, this lead was explanted and replaced successfully with a passive lead. No additional adverse patient effects were reported. The device was not returned by the customer; therefore, no product analysis could be performed.